Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to the l4 lead migrating. Surgical intervention was undertaken on (B)(6) 2025. During the procedure the l5 lead was pulled out, and as a result, both the l4 and l5 leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.